Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
It was reported that catheter met resistance when inserting along swg. Therefore, removed both catheter and swg and opened a new kit.

Manufacturer narrative:
(B)(4). The customer returned a guide wire, a single lumen catheter and the product lidstock for evaluation. The guide wire was fully advanced through the catheter with the distal spring portion protruding out of the catheter tip. Dried blood was observed on the components. Visual examination revealed that the returned guide wire has a solid wire proximal portion and a spring-wire distal portion. The distal spring-wire portion of the guide wire was observed to be kinked in several locations. The guide wire was able to be removed from the catheter and significant dried blood was observed on the body of the guide wire. The transition between the solid portion and spring portion of the guide wire was undamaged. The tip of the returned catheter had been cut off but no other defects or anomalies were observed with the catheter. Microscopic examination confirmed the kinks in the distal end of the guide wire body. The distal weld was present and was observed to be full and spherical. The kinks in the guide wire were located 24, 34, 35 and 39 mm from the distal tip. The outer diameter of the solid portion of the guide wire and the outer diameter of the spring portion of the guide wire were measured and were found to be within specification. The overall length of the guide wire, and the catheter body inner and outer diameter were also found to be within specification. The catheter body length measured 21.81" which is within the specification of 21.75"-22.00" per catheter product drawing, indicating only a small portion of the tip was cut off. Resistance was initially met when removing the guide wire from the catheter but the guide wire was able to be removed without further damage. The guide wire and catheter were cleaned of dried blood and the guide wire was able to pass through the catheter distal tip, the body, the juncture hub and the extension line with minimal resistance. Therefore, the resistance initially encountered is likely due to the dried blood observed. The guide wire was also advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." It also contains the warning "do not cut guidewire to alter length. Do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations on the distal spring portion of the component. The returned guide wire and catheter met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that catheter met resistance when inserting along swg. Therefore, removed both catheter and swg and opened a new kit.